Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s721usqsaczc1, hardware: sm-s721u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia and high blood pressure on (B)(6) 2026. The patient's blood glucose levels reached 673 mg/dl while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include not feeling well, weak, lethargic and low energy. The patient was treated with intravenous fluids, 3 different insulin injections and manual insulin injections. When the pod was removed at the hospital, the cannula was found to be bent. The pod was discarded. The patient was released 9 hours later on the same day, (B)(6) 2026.